Event description:
The tip of the tunneling tool broke during the tunneling procedure, when it made an acute angle inside the body of the pt at waist level. There was no safety issue for the pt and no injury reported. All parts could be retrieved and the pt is doing fine.

Manufacturer narrative:
(B) (4). Tunneling tool returned. F/u report will be completed when analysis is complete.